Manufacturer narrative:
By checking the manufacturing charts of the involved lot #1301076 - ster. 1300062, no pre-existing anomaly was found on a total of (B)(4) manufactured with the same lot # - ster. According to our records, at least (B)(4)bone screws with lot #1301076 - ster. 1300062 have been implanted and this is the only complaint received on this lot #. By checking the manufacturing charts of the involved lot #1302442 - ster. 1300069, no pre-existing anomaly was found on a total of (B)(4) manufactured with the same lot # - ster. According to our records, at least (B)(4) bone screws with lot #1302442 - ster. 1300069 have been implanted and this is the only complaint received on this lot #. By checking the manufacturing charts of the involved lot #1307748 - ster. 1300194, no pre-existing anomaly was found on a total of (B)(4) manufactured with the same lot # - ster. According to our records, at least (B)(4) bone screws with lot #1307748 - ster. 1300194 have been implanted and this is the only complaint received on this lot #. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received a total of two x-rays referring to post-operative of previous revision surgery. The x-rays received - dated (B)(6) 2020 - have been evaluated by a medical consultant. Following, the medical consultant comments: "irritation or damage to the suprascapular nerve has been described in the literature, especially referring to the superior screw for baseplate fixation. The provided radiograph shows a very steep angle of the screw and a length, that makes irration possible if not likely. This is a surgeon related problem, in terms of evaluation a link to the procedure is a causal relationship, link to the device is not related". Considering that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lots #1301076, #1302442 and #1307748; · according to the complaint source, the superior screw of the metal back was impinging on the supraspinatus nerve causing irritation; · according to the medical consultant "the provided radiograph shows a very steep angle of the screw and a length, that makes irritation possible if not likely. This is a surgeon related problem"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to discomfort and irritation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6), 2021, due to patient experiencing discomfort and irritation as the metal back's superior bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1301076 - ster. 1300062) was impinging on the supraspinatus nerve. According to the reported information, the screw had been causing the patient irritation for about 12 weeks. The following components were removed: · bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1301076 - ster. 1300062). · bone screw ø6,5 h.20mm (product code 8420.15.010, lot #1302442 - ster. 1300069). · bone screw ø6,5 h.30mm (product code 8420.15.030, lot #1307748 - ster. 1300194). · smr connector small std (product code 1374.15.310, lot #1916519 - ster. 1900372). · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #1922216 - ster. 1900466) - product not marketed in the us. A new 44mm concentric glenosphere and connector were impacted onto the metal back. Previous surgery took place on (B)(6), 2020, and it was due to cuff failure (registered as complaint #(B)(4)). Patient is a male, 79 years old. Event happened in australia.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2021, due to patient experiencing discomfort and irritation as the metal back's superior bone screw ø6,5 h.25mm (product code 8420.15.020, lot # 1301076 - ster. 1300062) was impinging on the supraspinatus nerve. According to the reported information, the screw had been causing the patient irritation for about 12 weeks. The following components were removed: bone screw ø6,5 h.20mm (product code 8420.15.010, lot #1302442 - ster. 1300069), bone screw ø6,5 h.25mm (product code 8420.15.020, lot #1301076 - ster. 1300062), bone screw ø6,5 h.30mm (product code 8420.15.030, lot #1307748- ster. 1300194), smr connector small std (product code 1374.15.310, lot #1916519 - ster. 1900372), smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #1922216 - ster. 1900466) - product not marketed in the us. A new 44mm concentric glenosphere and connector were impacted onto the metal back. Previous surgery took place on (B)(6) 2020, and it was due to cuff failure. Patient is a male, (B)(6). Event happened in (B)(6).

Manufacturer narrative:
Checking the DHR of the involved lot #s, no pre-exiting anomaly that could have contributed to the issue was found on the components that were released on the market with the same lot #s (#1302442, #1301076 and #1307748). This is the first and only complaint received on these lot #s. We will submit a final MDR as soon as the investigation will be completed.